Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device not returned.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through normal density tissue, the device needle allegedly fractured. A coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through normal density tissue, the device needle was allegedly fractured. A coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the biopsy needle which is presumably the maxcore needle as suggested in the complaint. The needle is seen in half primed position with the sample notch visible. The tip of the needle appears to be fractured. Therefore, the investigation is confirmed for the reported failure. A definitive root cause for the alleged fracture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.